Manufacturer narrative:
The investigation has been completed. The automated impella controller was returned for investigation. Dust cover was confirmed to be broken upon return of the console. The broken dust cover was use related.

Event description:
The complainant reported that during impella support, a member of the medical team accidentally broke the dust cover of the automated impella controller while walking. There were no patient harm as a result of the broken dust cover.